Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 10 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 9 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 5 devices were found to be affected by sag assembly worn. 3 devices were found to be affected by sag head worn. 1 device was found to be affected by sag assembly corroded. 1 device was found to be affected by ebox failure. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 10 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 9 devices were found to be affected by a worn sag head assembly. 1 device was found to be affected by a corroded sag head assembly. 1 device was found to be affected by an ebox failure.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 previously reported events are included in this follow-up record. Product return status: 12 devices were received.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact.